Event description:
Customer reports via phone that during a urology stone removal procedure, on a male patient (age unk) the system fluoro failed. Physician completed the procedure using endoscopy, and the patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigation and confirmed the generator not communicating complaint and found that the hospitals wall mounted 480 vac breaker was tripped. Fse reset the breaker and verified proper operation per minor generator portion of the hydravision dr system service checklist. During testing, fse was unable to duplicate problem and the unit was returned to the customer for service.